Event description:
It was reported that the patient underwent a right sided mast tlif at l5. It was reported that the screwdriver tip broke off in the pedicle screw. The tip could not be retrieved and was left in the screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.